Manufacturer narrative:
H10: the lot number was provided for the malfunction; therefore a review of the device history records was performed. Per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity the number of events is within the acceptable quality levels. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device(s) is/are labeled for single use. H10: after further review of the additional event details provided, the event was reassessed and determined to be not MDR reportable. However, an initial vmsr MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 604580 implantable port allegedly experienced a bent/kinked introducer sheath. This information was received from one source and reportedly involved one patient. There was no reported patient injury. The patient was a 57-year-old male, weight was not provided.

Manufacturer narrative:
Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. A sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive since no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 implantable port allegedly bent/kinked when the patient turned. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) male, weight was not provided.